Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0fg25, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a blank screen on the patient programmer and the patient used two new set of batteries. The programmer did not power up even with new batteries. The patient was not aware of it getting wet. There were no falls or trauma related to this issue. Symptoms of leaking were reported. There was a sudden change in therapy/ symptoms. The urine started friday into saturday prior to report. It was noted that stress and other medical issues may have influenced the therapy. Further follow-up is being conducted to obtained additional information. If more information is received, a follow-up report will be sent.